Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing and tip region. Additionally, visual inspection revealed no abnormalities, as the lead/tip appeared normal. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. (B)(4).

Event description:
It was reported that the patient was experiencing chest pain. High threshold values were observed on the right atrial (ra) lead; therefore, a lead revision procedure was performed. During the revision procedure, dislodgment of the ra lead was also observed. The physician attempted to reposition the ra lead; however, the helix could not be retracted. Therefore, the lead was explanted, and the physician elected to plug the atrial port. No additional adverse patient effects were reported.